Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the driver would not hold onto the implant therefore resulting in the implant falling on the floor. The procedure was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: date of this report describe event or problem date received by manufacturer type of report type of reportable event follow up type additional narrative since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
No further event information is available at the time of this report.